Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor's battery deteriorated. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that there was a battery deterioration. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a critical failure. The case was cancelled as the issue was resolved by the customer and no additional work was performed by philips. The device was not available for additional investigation. We are unable to confirm the final disposition of the device because the customer refused service as they resolved the issue themselves. No further action is warranted at this time. H3 other text : issue was resolved by the customer, case was canceled.